Event description:
Patient presented to the emergency department for abdominal pain on (B)(6) 2024. Imaging was concerning for widely metastatic disease. Patient admitted to hospital for gi consultation on (B)(6) 2024. Discharged on (B)(6) 2024. CT cap and neck from (B)(6) 2024 demonstrated widespread lymphadenopathy and bony metastases with ascites and abnormal appearance to the gallbladder as well as edematous appearance to the pancreas. Most accessible and largest mass was present in the left supraclavicular area and case was discussed with radiology who recommended tissue sampling from that site. Biopsy performed on (B)(6) 2024, which confirmed stage IV cancer with metastasis to bone and lymph nodes. Oncology appointment on (B)(6) 2024, patient offered options to consider such as chemotherapy treatment and not doing further treatment and enrolling in hospice. Hospice option was selected on (B)(6) 2024. Arrangements were made and she was discharged home to be placed on hospice. Death: (B)(6) 2024.